Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant attempt, after connecting the right atrial (ra) lead to test cables, the marker channel showed multiple atrial sensed beats that appeared to be atrial flutter; however, the patient was in sinus bradycardia on the monitor. New cables were tried but the same issue was seen. The test cables were tried on the right ventricular (rv) lead and all signals looked normal. It was also noted that the ra impedance tests were unstable. The ra lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.